Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, patient 1, inratio: 5.4, lab: 3.8. Date: (B)(6) 2010, patient 2, inratio: 4.7, lab: 3.1. Date: (B)(6) 2010, patient 3, inratio: 4.2, lab: 2.6. Time between testing with lab was 15 minutes. Caller reported that one of the patients had thyroid issues, but was taking supplements.